Event description:
An electronic report was received from a peritoneal dialysis rn, who initially reported, that her patient had a hole in the transfer set. This rn was contacted for additional information. The verbal report received was the following: the patient was positive for peritonitis. Also, the patient's brother is the primary caregiver and he noticed a hole in this transfer set. He contacted the pd rn and the patient was brought into the clinic for further evaluation. A culture of the effluent was obtained and it was noted at that time, that the fluid was cloudy. The patient did not present with any other symptoms at that time. The patient was treated intraperitoneally with vancomycin every 3 days. The rn also noted, that the hole looked more like a snip rather than a hole. The culture was positive for staph coag negative. The antibiotic therapy was changed to vancomycin administered by a sliding scale protocol. It was also learned, that the patient has had the catheter removed to fully recover. The plan is to have another catheter placement once the patient is healed. The patient is currently receiving hemodialysis. A sample is available for evaluation.

Manufacturer narrative:
The pd rn also reported that the pd access catheter had a hole approximately 2 days after the transfer set incident. As a result, it has been removed for this patient to fully recover.